Event description:
The end user's son states, the power cord melted. He states the bed was donated to them from the vfw. He states, he smelt a burning smell and when he checked under the bed, the cord was melting. He states, the bed was intermittently working for a couple weeks now and his mom has only owned the bed for almost a month. He states one of the clips that holds the cords on the junction box was broken and he would wiggle the cords to get the bed to work

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.